Event description:
This report is #1 of 3 for the same event reported under complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis.

Event description:
Patient was implanted with matrix posterior fusion on (B)(6) 2012. Surgeon used a total of 18 hooks and screws for this construct. Post-operative x-rays showed that one polyaxial head was dislodged from the screw shaft on l5, and a locking cap was dislodged from s1 on the screw head. This locking cap was angled and not flush with the rod. Patient was scheduled for revision surgery, which will take place on an unknown date. This report is for the unknown matrix screw at l5. This is 1 of 3 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.